Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported difficult to advance and difficult to remove could not be determined; however, difficult to advance/remove (guide wire resistance) may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the device may have met resistance during advancement/retraction over the guide wire due to a build-up of procedural contaminants (blood, contrast) on the guide wire, resulting in the reported difficult to advance and difficult to remove; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D9 - device available for evaluation: updated to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion below the knee (btk). The 3x38mm xience prime btk stent delivery system (sds) was attempted to be advanced on an unspecified guide wire (gw); however, the sds met with resistance during advancement. Therefore, the sds was attempted to be retracted from the gw and resistance was also noted during the retraction attempted. Therefore, the sds and the gw were removed from the patient as a single unit. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.